Manufacturer narrative:
E1 reporter phone number: (B)(6). Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2023-03003. It was reported following a trial procedure on (B)(6) 2023 the patient was experiencing a burning pain in the right calf and foot. Physician explanted the leads on (B)(6) 2023 and the burning eased but the patient was still experiencing discomfort but not as sharp.

Event description:
Additional information received indicates the pain has resolved.

Manufacturer narrative:
Following a trial procedure, the patient was experiencing a burning pain in the right calf and foot. Physician explanted the leads and the burning eased but the patient was still experiencing discomfort but not as sharp. The pain has resolved. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.